Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-30424; related manufacturer reference number: 2017865-2021-30427. It was reported that the patient presented to the electrophysiology laboratory with discharge from the device pocket. It was also noted that the right ventricular lead was located in the left ventricle, and the right atrial lead exhibited loss of capture due to being fixed into the tricuspid annulus. The physician had not alleged lead malfunction, rather it was believed that the implant physician placed the leads in inappropriate locations. The pulse generator and leads were explanted. The patient was in stable condition.